Event description:
It was reported to medtronic neurosurgery that the patient had hydrocephalus and was implanted with the device on (B)(6) 2012. According to the report, after device implantation, the patient had dizziness and nausea. The report stated that the patient¿s valve was adjusted from 1.5 to 2.0. Reportedly, the patient¿s dizziness and nausea increased. The report stated that the patient¿s valve was then adjusted from 2.0 to 1.5; however, the patient¿s symptoms didn¿t resolve. According to the report, the patient is currently awaiting an MRI.

Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All of the valves are 100% tested at the time of manufacture. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.